Event description:
During the procedure, the level sensor alarmed and the arterial pump stopped. The sensor alarm was disabled, but the pump alarm remained on. After resetting the level control module, the pump started. The clinician reported that the time for the pump to restart was approximately 7.5 seconds. The report indicated that there was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 console and the 510(k) number is k071318. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. During the procedure, the level sensor alarmed and the arterial pump stopped. The sensor alarm was disabled but the pump alarm remained on. After resetting the level control module, the pump started. The clinician reported that the time for the pump to restart was approximately 7.5 seconds. It appears by the report description that the clinician felt the response time for the pump to restart was too long. Sorin group (B)(4) responded that switching the level control module off disrupts communication to the allocated pump resulting a timeout period of approximately 7.5 seconds. Switching off the level sensor module is not intended to continue pump operation after a level alarm. In the event of a level alarm, the pump will remain stopped until the alarm condition has been corrected, such as re-established reservoir blood level or if the bypass button is activated. Sorin group (B)(4) stated the device performed as intended.